Manufacturer narrative:
No product was returned. The root cause of the delivery anatomy issue was most likely patient condition related.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The medical doctor attempted to advance the impella 5.5 but was unable to due to vessel tortuosity. The medical doctor stated vessel size was adequate. The device was attempted to be lubricated with viper slide which was unsuccessful. The team also attempted to insert the device over 0.025 wire without success. The decision was made to abort the impella 5.5 and insert axillary impella cp instead.